Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. However, the device had corroded battery tube, cracked display window corners, reservoir tube lip, minor scratched and cracked display window.

Event description:
It was reported that the customer had a failed battery alarm occur with their insulin pump. Customer's blood glucose level was reported at 180 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.